Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported to olympus, after a therapeutic procedure, there was foreign liquid inside the pipe/tube of the high flow insufflation unit. The connector was rotted/broken. The intended procedure was completed. The same device was used to complete the procedure. No equipment was replaced. No patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation and the legal manufacturer¿s investigation. The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The insufflation connector on the front panel came off because the front panel was broken on the back. There was unknown liquid inside the tubes, manifold unit, electropneumatic proportional valve, first regulation unit, and k-connector unit. In addition, the front panel and top cover for the housing were damaged. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issues could not be conclusively specified. Regarding abnormal insufflation, the issue was likely due to gas not being sent normally because liquid got inside the internal tubes. Regarding the connector came off from the front panel because the back side of the front panel was damaged, the issue was likely due to an external impact. Regarding liquid entering the internal tube, the issue was likely due to the following reasons: · liquid flowed backward from the output hose for some reason when gas pressure was not applied. · phenomenon occurred because a foreign object got inside from the high pressure hose side. · gas flowed backward because the filter was not properly attached when relief mode was set to on. The instructions for use (IFU) provides the following guidelines: 5.13 relief mode: ¿ when relief mode is set to on, the intra-cavity gas will flow backward into the equipment for relief through the built-in valve. To prevent the internal surfaces of the equipment from being contaminated, be sure to use a disposable filter. When no filter is used, make sure relief mode is set to off.